Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material was present in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the results of the repair estimate inspection indicate that there was foreign material adhering to the nozzle, but since the equipment in question was not returned, no analysis of the foreign material will be performed, therefore, it was inconclusively to specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.